Event description:
It was reported that the bd discardit¿ syringe experienced foreign matter. The following information was provided by the initial reporter, translated from french to english: on 29/08/2023, brownish stains were found on the body of the syringe when the packaging was closed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 309050 and lot number 2305206. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable at this time, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were examined; however, no signs of foreign matter were observed. If the physical samples become available, additional investigation findings may be possible. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ syringe experienced foreign matter. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2023, brownish stains were found on the body of the syringe when the packaging was closed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.